Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure in the heavily calcified and tortuous right coronary artery (rca). Pre-dilatation was performed using an unspecified dilatation catheter. The 3.0 x 12 mm xience xpedition stent delivery system was advanced into the patient anatomy and resistance was felt due to the patient anatomy. Force was applied and the stent was noted to slip off the markers towards the shaft of the delivery system; however, the stent remained on the balloon of the delivery system. The shaft of the stent delivery system became kinked. The device was removed without resistance and the stent remained on the delivery system. Additional pre-dilatation was performed and a second same size xience xpedition was deployed without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross and physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. Stent movement/loose stent was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.